Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between a capd disconnect y-set and a peritoneal dialysis (pd) transfer set. This was observed during use of the devices for peritoneal dialysis therapy. The patient setup the y-set for at home therapy and noticed the y-set (white connector piece) did not seem to completely tighten onto the transfer set (while tightening, it went over a bump and kept rotating). Therapy. There nurse confirmed there were no issues with the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.